Event description:
It was reported that during a hand assisted lap sigmoid colectomy procedure, the seal cap ripped when closing. It was caught on the tab beneath the assembly. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.